Event description:
A 7cbd10 was found broken. The event was described as follows: during a pre-check of the device, the consultant noticed that the end was missing. (The end has a very fine wire strip attachment). Upon investigating the package the end was found in the bottom of the package with the metal end detached. The problem was found as soon as they opened the packet so it wasn't even tested or contaminated. They had another to carry out the procedure. The event led to an increase of surgery time of 20 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.